Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced inadequate spinal cord stimulation (scs), persistent electric shock sensations in the upper limbs, and severe, persistent neuropathic pain, especially nocturnal. Multiple programming optimizations have not resolved the issues. As such, the patient underwent a lead revision procedure where the lead was repositioned. Post-procedure, the patient reported no therapeutic pain relief and experienced new onset lower-limb rigidity accompanied by involuntary movements. The patient stated she has never had optimal therapy since the permanent implant procedure and is still reliant upon medicine.